Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) presented with an error code; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. It was also noted that the output connector assembly was broken, and the display wires were pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to presenting with an error code, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.